Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation the cable failed continuity tests using the cirris tester due to an open in the cable on the green conductor along the length of the cable., corrected data:

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported "poor signal quality". Per the customer, they were unable to obtain an accurate spo2 reading. No known impact or consequence to patient.